Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported left side bumps and ripples. Patient representative later reported "mental anguish and fear of alcl, evaluation for alcl, anxiety, increased risk of developing bia-alcl and other injuries and damages to be proven at trial", "infection", "rashes", "itching", "swelling", "heat sensation", and "chronic pain." Patient representative additionally reported "depression", "chronic headaches", "chronic insomnia, significant weight gain, ulcers, and chronic gastrointestinal upset"; these events are not device related. The device has been explanted.